Event description:
Caller indicated the relion confirm meter was reading low. Customer stated he keeps getting e-7 and can't get a reading. Attempted two blood tests while on the phone and customer stating he can't get a reading. Stating strips not absorbing blood. He did get a reading of 71 on 1st strip. Unable to get reading on 2nd test because strip not absorbing. Customer feeling sick stating he's going to ER because he can't get a reading. Called back two days later stating at ER he read 100 or 101, they checked him over and advised he was ok. No treatment given. He admitted he has a hard time getting blood out so he will rub the blood on the strip. Control test was in range. Replaced product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.